Manufacturer narrative:
(B)(4). It should be noted the gore excluder aaa endoprosthesis instructions for use (IFU) states ¿adverse events that may occur and / or require intervention include, but are not limited to vascular trauma and endoleak." Per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6), 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. At the final angiography, a localized dissection was reportedly confirmed at the angled site of the proximal neck, below the right renal artery. The cause of the dissection is not known. Type ia and type ii endoleaks were also reportedly identified. An additional excluder® aortic extender component was implanted, and the localized dissection and type ia endoleak were resolved. The type ii endoleak was not treated and will be monitored by the physician. The patient tolerated the procedure.